Event description:
It was reported that during a gastric bypass procedure, the stapler closed on tissue and jammed, would not open and would not cut. The trocar had to be withdrawn from the abdominal wall (still around stapler). A larger incision had to be made and the device had to be cut (along with tissue) from the body. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the case completed? The gun was cut out of the tissue and a replacement ets45 was used to complete. On what tissue type was the device used? Bowel and stomach anastomosis. At what location on the tissue? Bowel and stomach. Was it used on thick tissue? Unk. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 6th. What color cartridge was being used? Blue what other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. Was there any difficulty removing the device from the tissue? Yes, it could not be removed! ¿the stapler closed on tissue and jammed, would not open and would not cut¿ was the device still articulated at this step? Na. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway?yes approx 4 x 4.5 cm tissue had to be cut out, it was not intended to be removed. Has this any impact on the patient, the surgery or the healing process? No. What was the patient¿s pre-op diagnosis? Unk. Please provide the patient¿s sex, age and weight. Unk. What is the current status of the patient? Recovering as normal. Is there any other additional information you would like to share about this device or procedure? No.